Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 365, 135, and 139 mg/dl when testing was performed within 5 minutes on the aviva system. No hypoglycemic or hyperglycemic symptoms were reportedly experienced. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.